Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). All components were removed and replaced with a new 3.5 cm cuff aus system. Patient went from a 4.0 cuff to 3.5 cuff. The physician cycled the device and it worked but the cuff was not tight enough. The 4.0 cm cuff implanted in 2005 was too large due to tissue atrophy. The patient fully recovered.